Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leakage was found during catheter flushing for maintenance. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the extension leg tubing of the red lumen just distal to the luer hub. A microscopic observation revealed striations on the surface of the split in the extension leg tubing of the red lumen and the edges of the split were observed to be irregular but well-defined. The surface features of the observed split and the irregular but distinct edges of the split indicate the catheter was likely damaged by a sharp instrument the product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothened atraumatic clamps or forceps.¿

Event description:
It was reported that fluid leakage was found during catheter flushing for maintenance. No other information was provided.